Event description:
Centaur machine used to report troponin levels reporting false positives. Pt presented to ed c/o chest pain. Troponin level elevated -false positive- and pt taken to cath lab for cardiac cath.